Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the implanted drug infusion pump. The drug being delivered was baclofen (unknown). They are not sure about the concentration, but it could be 2,000 and the dose per day is 485 mcg/day. Caller states they took him back down when they did the revision and have been increasing the medications over the last 2 weeks. It was reported that the ¿pump failed and the patient went into baclofen withdrawal.¿ they suspected the patient was going through withdrawals and they did another side port study (catheter dye study) and then they had a manufacturer¿s representative (rep) come out and re-prime the pump after the study. The patient went home and then on monday (B)(6) 2020, he developed a fever, body jerking, and was really stiff and went to the ER. They suspected maybe there was problem with the pump so they did a side port study to make sure the revision and everything was working fine and the fever that he has that they can¿t get to go away is something else. They performed the side port study at 9am and was told the rep was going to be there to do the bolus dose and by 10pm, no rep had showed up. The nurse told the caller the doctor called and said they didn't need to have the bolus dose. The managing physician pa said depending on the length of the catheter and the flow rate and the amount of medication, it could be a longer time before the medication gets into the catheter and into the patient. Because he is on blood thinners, it is a week before they can do anything. They put him on oral baclofen and put him in the ICU until they can get his inr low enough to get him onto heparin so they can do the surgery safely because he is kept hypercoagulation due to clots.